Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: unknown. Alaris pump tubing coming apart after priming just below the safety clamp. It happened 2 x with the same item #, 2420-0500.

Manufacturer narrative:
H6: investigation summary: a sample was received and investigated by our quality team. The photos provided by customer were already detailed enough to verify the complaint of separation. The sample was analyzed under microscope and a clear lack of solvent was confirmed to be the root cause of failure. This manufacturing team is aware of this issue and is working to eliminate occurrences of this failure in the future. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2420-0500. Batch/ lot #: unknown. Alaris pump tubing coming apart after priming just below the safety clamp. It happened 2 x with the same item #, 2420-0500.